Event description:
It was reported the customer was hospitalized on (B)(6) 2015 for a stomach infection. The customer's spouse reported the customer developed an infection on (B)(6) 2015. The spouse also reported the customer was previously hospitalized with low blood glucose a few months prior. The spouse reported the customer passed away on (B)(6) 2015 at the hospital. It was found the customer frequently visited the hospital for various issues prior to their passing. The customer's spouse reported the customer had kidney failure and heart disease. The cause of the customer death was unknown at the time of the call. Customer's spouse stated the customer was not wearing the insulin pump at the time of their passing. It was found the customer was disconnected from their insulin pump a few months prior to their death. The customer had stopped insulin pump therapy after being hospitalized with low blood glucose in the past. The insulin pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window. No data was available as the insulin pump was received with a depleted battery installed.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data is provided below: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.